Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 8 months. It was reported that the device would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient suffered from an ongoing driveline infection since (B)(6) 2016. Cultures were positive for pseudomonas. The patient also was diagnosed with histoplasmosis. The patient was treated with intravenous antibiotics and chronic oral suppression. The patient was discharged on insufficient antibiotic therapy due to the cost of coverage. On an unspecified date, the patient enrolled in hospice care and subsequently expired on (B)(6) 2017, reportedly due to the ongoing driveline infection. It was reported that the device operated as expected. No additional information was provided.

Manufacturer narrative:
No product was returned for investigation. A correlation between the device and the reported event could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.